Manufacturer narrative:
(B)(4). Lot 14b043 was manufactured from february 27, 2014 to march 01, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual inspection of the unit (via the naked eye) showed no signs of physical abnormality that could have caused the reported problem. A functional leak test was then performed with no evidence of leakage found at the fill-port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.